Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the physician banded two esophageal varices successfully and then the bander just stopped working and the bands would no longer deploy. The scope was removed and it was found that the remaining bands had curled up on top of each other. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with four bands attached and one remaining part of one broken band overlapped. The trip wire was not secured, and the slack was not taken up correctly. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured, and the slack wasn't taken up correctly as mentioned in the IFU, this condition could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contribute to an inaccurate deployment of the bands and more tension on the device. The extra tension on the device can cause damage to the ligator head teeth and bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the physician banded two esophageal varices successfully and then the bander just stopped working and the bands would no longer deploy. The scope was removed and it was found that the remaining bands had curled up on top of each other. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.